Event description:
It was reported that an ilet user experienced persistent hyperglycemia associated with an alert for a stalled motor that was not resolved after priming and rewinding, and the user was using a contact detach 6 mm 23 in infusion set; fingerstick confirmation supported elevated glucose levels and the insulin delivery set was changed. Symptoms included elevated blood glucose. Outcomes included continued device use with glucose trending down after intervention and no hospitalization. Investigation included user interview, device troubleshooting, and education. Investigation of this case revealed consecutive stalled motor alerts consistent with interrupted insulin delivery, while sensor accuracy was supported by concordant fingerstick values. It was concluded that hyperglycemia occurred in the setting of motor stall events and was mitigated by set change and continued monitoring. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.